Event description:
It was reported that a spectrum pump displayed system error 322 during therapy in the medical surgery care area. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom error 322 which was not reproduced. The device was tested an no malfunction could be identified. System error 322 was confirmed through the event history log. The evaluation was unable to determine the cause. The upper and lower auxiliaries are known contributors to this symptom and have been replaced. The software was upgraded to correct this issue per the approved remedial action activities. System error 322 will occur when the pump transitions from the open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.